Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2013, 1st inr = 4.9, 2nd inr = 1.4. Mean = 3.15, sd = 2.47, %cv = 78.57. Since %cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Lab result of 1.7 was excluded from data analysis because time between tests exceeded three hours. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. In-house therapeutic donor testing has been performed on reported lot 297452 on (B)(6) 2013. Results as follows: donor: 197, inratio: 1.6, 1.7, 1.7, reference: 1.70, bias threshold: 1.20-2.20, %cv: 3.46; donor: 216, inratio: 2.0, 2.0, 2.0, reference: 1.65, bias threshold: 1.15-2.15, %cv: 3.77. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors producted %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. One of data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was not due to a change in the patient's status. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). Note brick lot number 290758 with strip code hp1bs material was split into two different lots: lot # 297452 into 12 packs (smaller lot), lot # 297453 into 48 packs (larger lot). (B)(4). Due to this low occurrence rate, below the action threshold of >0.07%, no further action is required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, lab: 1.7; date: (B)(6) 2013, inratio2: 4.9, 1.4. Time between inratio tests run on (B)(6) 2013 was 30 minutes. Therapeutic range 1.8-2.5.